Event description:
It was reported that during trial procedure the patient experienced discomfort when spinal cord stimulation (scs) lead passed t11 level. The patient has history of multiple laminectomies of the lumbar spine. The procedure was aborted. The patient was reportedly doing well, and the lead was discarded per facility protocol.